Manufacturer narrative:
The following fields were updated, due to additional information: d4. Medical device lot #: 21079233, d4. Medical device expiration date: 30-jul-2024, h4. Device manufacture date: 29-jul-2021.

Event description:
It was reported, while using bd alaris secondary set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: called to report, that on 04/18/23. They made a chemo taxol bag, for a patient at the (B)(6) clinic and the filter is leaking. She is not sure, if there is a crack around the filter area. Product 20350et, extension set w/.2mf, smartsite & texium. Phone (B)(6).

Manufacturer narrative:
H6: investigation summary the customer reported the filter was leaking, and returned one photo of the sample. The photo verifies the leaking filter. The root cause and exact location of the leak within the filter could not be determined. A device history record review could not be performed on material 20350et because the lot number is unknown.

Event description:
It was reported while using bd alaris secondary set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: called to report that on 04/18/23 they made a chemo taxol bag for a patient at the breast cancer clinic and the filter is leaking. She is not sure if there is a crack around the filter area. Product 20350et extension set w/.2mf, smartsite & texium. Phone (B)(6).

Event description:
It was reported while using bd alaris secondary set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: called to report that on (B)(6) 2023 they made a chemo taxol bag for a patient at the breast cancer clinic and the filter is leaking. She is not sure if there is a crack around the filter area. Product 20350et extension set w/.2mf, smartsite & texium. Phone (B)(6).

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.